Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - first name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.